Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, on the second inflation at 10 atmospheres for less than 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries reported.